Event description:
A user facility reported that an lma would not remain inflated while it was being used in a pt. There were no pt problems or injury, and the facility has been requested to return the device to the MFR for eval. There has never been a report of a serious injury associated with a failure to maintain inflation, and dist believes it is unlikely to cause or contribute to pt injury were it to reoccur. Although dist does not believe this event meets the definition of a reportable device malfunction, dist has agreed to comply with the agency's position, that events of this type should be reported, stated in its 8/1/97 letter to the MFR.